Event description:
The account alleged a pt fell out of the bed. The account alleged they checked the bed exit and it alarms properly. The account alleged the pt was injured bu the extent of it was unk.

Manufacturer narrative:
The tech investigated and the account stated they found the pt on the floor bleeding. The account stated the blood was from the IV site. The account stated the bed alarm was set but did no audible alarm. The pt was sent for cat scan and x-ray and the results were negative. The tech inspected the bed and found it to be working as designed. The tech tested the pt position module system and no issue was found. The tech in-serviced the account on the bed exit system.